Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. There was a connector pin observation. There was blood on the distal conductor. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted dried blood was observed on returned lead. A cut was found on the is -1 connector leg, explant damage. There was dried blood visible inside connector legs and pins. No insulation breach or fracture in-vivo was observed on returned lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 5 days post device change-out procedure, the patient came to the emergency department after hearing an alert. The right ventricular (rv) lead was found to have oversensing of noise indicated as short v-v intervals and non-sustained episodes. High pacing impedance was also noted. Reprogramming was performed to turn detections off. Two days later during the revision surgery, the physician indicated that there was a discoloration on the proximal tip of the lead just below the pin. The physician also though that there was "tension" on the lead due to a large amount of scar tissue surrounding the yoke of the lead. The lead was cut, capped, and partially removed. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.